Manufacturer narrative:
A visual examination of the returned device noted the clip assembly was locked onto the bushing. The control wire was removed from the device and kinked. The prongs would not open and were locked in the capsule. The coil was also bent. The slider had been detached from the cross pin and the slider cover. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation (B)(4) 2015 that a resolution clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip would not release from the catheter to deploy. After manipulation, the clip eventually released from the catheter; however, the physician noted that the handle wire was bent. As the clip was able to release from the catheter after manipulation, the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient had no negative conditions at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation (B)(6) 2015 that a resolution clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip would not release from the catheter to deploy. After manipulation, the clip eventually released from the catheter; however, the physician noted that the handle wire was bent. As the clip was able to release from the catheter after manipulation, the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient had no negative conditions at the conclusion of the procedure.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported issue of clip difficult to release from catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.